Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the abdomen on (B)(6) 2021. A review of the share logs was performed and the allegation was not confirmed. Additionally, it was determined that the probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.